Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR *analysis and findings distribution history the complaint product was packaged at csi on 03/13/2020. Manufacturing record review DHR-2030 - 286801 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product is unavailable for evaluation. Visual evaluation evaluation of the complaint product could not be completed as the complaint product is not available. If the product becomes available at a later date, it will be evaluated, and any findings will be appended to this investigation. The photo attached to the complaint confirmed the complaint condition. Functional evaluation evaluation of the complaint product could not be completed as the complaint product is not available. If the product becomes available at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause a definitive root cause cannot be reliably determined at this time. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. Coopersurgical will continue to monitor this complaint condition for trends. *was the complaint confirmed? No

Event description:
Rep reported: a new account I have worked with several times was using insorb to close a breast lift and abdominoplasty. I had brought in demo product to bridge the gap between when they would receive their first order of insorb. I was at this case on wednesday (B)(6) 2020 for the breast lift and had to leave to go to a md lunch. I followed up with the customer later that day and they said all went great and patient looked great! Friday morning (B)(6) 2020 I got a call that the right side of the patients abdominal incision had opened up about 6 inches. I immediately went to the office to see what was going on. That is when the customer supplied me with the picture. Only the right side of the abdominal incision had opened up, everything else still looked great. The doctor noted that the stapler they were using on the section that opened up- had misfired a few staples while they were using it. 1216677-2020-00258-1 insorb 30 stapler 2030 (B)(4)

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Reference : e-complaint-(B)(4). Incident details surrounding event- a new account I have worked with several times was using insorb to close a breast lift and abdominoplasty. I had brought in demo product to bridge the gap between when they would receive their first order of insorb. I was at this case on wednesday (B)(6) 2020 for the breast lift and had to leave to go to a md lunch. I followed up with the customer later that day and they said all went great and patient looked great! Friday morning (B)(6) 2020 I got a call that the right side of the patients abdominal incision had opened up about 6 inches. I immediately went to the office to see what was going on. That is when the customer supplied me with the attached picture. Only the right side of the abdominal incision had opened up, everything else still looked great. The doctor noted that the stapler they were using on the section that opened up- had misfired a few staples while they were using it. 1216677-2020-00258 insorb 30 stapler 2030 e-complaint-(B)(4).